Event description:
Prior to starting a da vinci prostatectomy procedure, the curved bipolar dissector instrument was not recognized by the system. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was not confirmed by failure analysis. The instrument was installed on in-house is 3000 system, and passed engagement and recognition test. The instrument was drive and moved with full range of motion. No recognition issue was found. Additional observations by failure analysis found the distal end of main tube had various scratch marks with light material removed. The scratches were .076-.093 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube scratches with light material removed if to recur could cause or contribute to an adverse event.